Manufacturer narrative:
Corrected data: h4 - device manufacture date. Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh), (returned to osh on 19.03.2021). The evaluation/investigation at osh confirmed the occurrence of error messages e433 and e013. The reported error messages are triggered by the generator¿s safety system and can have different technical causes. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. In the case at hand, the error messages were caused by a defective mother board. Thus, this event/incident was attributed to component failure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: hf unit "esg-400"; common device name: hf-generators; 510(k): k141225; product code: gei.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, error code "e433 - internal hardware error" was displayed and the high-frequency output of the esg-400 electrosurgical generator could not be activated. However, the intended procedure was successfully completed using the same set of equipment and there was no report about an adverse event or patient injury.